Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr290v vented autofeed humidification chamber overfilled during set up. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 humidification chamber was returned to fph in (B)(4) for evaluation and was visually inspected for any damage to the dome or base. The chamber was also performance tested for overfilling by connecting to a waterbag and allowing the water to flow into the chamber. Results: no visible damage was observed to the returned chamber. When connected to a waterbag, the chamber stopped filling 1mm below the maximum fill line. The float was operating correctly and the chamber was within specification. A lot check revealed no other complaints of this nature for lot number 120613. Conclusion: no fault was found with the returned chamber. Overfilling is caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. Impact damage can lead to misalignment and subsequent jamming of the valve float mechanism allowing water to fill the chamber unimpeded and preventing float operation. The mr290 user instructions includes a warning not to use the chamber if it has been dropped. Following production, the float mechanism of every mr290 chamber is performance tested and those that fail the test are rejected. Our user instructions that accompany the mr290 chamber also indicate in pictorial form the maximum fill line and advise the user to replace the chamber should the water level exceed the maximum fill line.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr290v vented autofeed humidification chamber overfilled during set up. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.